Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the catheter was connected to the tactisys quartz unit. However, the device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed the pi irrigation tubing had been fractured at the irrigation tubing transition near the deflectable portion of the catheter shaft, consistent with the failed shaft leak and irrigation leak tests and fluid ingress.

Event description:
This report is to advise of an event observed during analysis confirming a fluid leak.